Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/16/2019. H3 device evaluation summary: the actual device was received for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. H3 device evaluation summary: an opened samples of product code vcpb840d, lot # pd6826 was received for evaluation. The product code is control release and the packet contains eight strands. During the visual inspection of the sample, the swage and attachment area of the eight needles were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle were found.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pd6826; expiration date: 03/31/2024. Date of mfg.: 04/23/2019; batch paz012; expiration date: 12/31/2023. Date of mfg.: 01/09/2019. A manufacturing record evaluation was performed for the possible batch numbers pd6826, paz012 and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2019 and suture was used. During the procedure, after passing the needle through the myometrium by continuous suturing with holding the needle with needle-holder as usual, the needle was broken at the tip when the surgeon turned his wrist. The broken needle tip was buried in the myometrium, but the surgeon could find it. This event was after taking up a child, so it could be searched calmly since it was not emergency, but the operation time was extended within 30 minutes. There were no adverse patient consequences reported.